Event description:
It was reported that the insulin pump got wet over the weekend and is now alarming an error. Customer stated that they received an error alarm during the manual prime and they were unable to load the insulin pump. Customer also stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 136 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No alarm could be tested due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, and moisture damage to the electronic assembly and motor.